Event description:
During a left ventriculogram, the connection between the high pressure tubing and the catheter backed off spraying contrast. There was no pt or clinician harm or injury as a result of this event.